Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported worsening tr and heart failure were unable to be determined. The reported patient effects of tricuspid regurgitation and heart failure, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a

Event description:
This report is being filed due to recurrent tricuspid regurgitation and heart failure, possibly device related. Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional tricuspid regurgitation (tr). Two xt triclips were successfully delivered and deployed, reducing the tr to moderate, grade 2. On (B)(6) 2021, a follow-up echocardiogram was performed with moderate-severe tr noted. On (B)(6) 2021, the patient had symptoms of worsening tr along with heart failure on admission. On (B)(6) 2024 severe tr with symptoms was reported. No treatment was reported. There was no device malfunction.

Manufacturer narrative:
The device remains implanted and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.